Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke at 0 joules. Also, it was reported the fiber break was noticed after the fiber was attached to the laser. Per the customer, the break was proximal to the laser attachment. No pt injury was reported.